Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Two general surgeons that work at the facility. They had been using the ecs device from many years and about a year ago they transitioned to using the powered device. They do a few cases a month and the laparoscopic procedures are now robotic. They had sigmoid procedures 3 days back to back and all three had to go back to the or for leaks. I believe one was over-sewed and the other two received colostomies. This is all the information that we have currently. Additional information was requested and the following was received: what were the indications for surgery? Diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Surgeon fired the device. Has over a year of experience using the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Bottom range of the green gap setting scale. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green. Checkmark, and audible feedback from knife blade cutting through the washer. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Two 360-degree turns. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes, they were intact. Were there any issues noted with staple formation? No. Was a leak test performed? Yes, an air leak test was performed. No air bubbles were present. Was the staple line visualized endoscopically during the initial surgical procedure? Yes how was the leak addressed? Ileostomy. What is the current patient status? Patient currently has an ileostomy. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after a sigmoid colectomy, the patient had an anastomosis leak.